Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boot tip of the vasoview hemopro tissue welder came off. They were able to retrieve the piece through the original incision, a replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is competed. (B) (4)